Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the an occlusion alarm occurred. Tandem technical support performed a pump system check and the cause of the occlusion could not be identified. Customer changed the cartridge and continued to use the same infusion set. Alarm did not reoccur. Customer's blood glucose was 164 mg/dl.